Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The consumer reported a revision in 2007 or 2008 when they changed the implantable neurostimulator (ins) and put in a different style that was smaller. It was noted the patient did not remember the dates, but the ins was defective and was replaced. There were no traumas or falls that were related to the issue. Relevant medical history included failed back surgery syndrome.